Manufacturer narrative:
(B)(4). The device was received in good physical condition. It was found that the device was slow to return to a fully open position. The amount of lubrication that is added to the internal components can at times influence how fast the jaws open and close. This could have impacted the opening and closing performance of the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). Opening and closing of the jaws multiple times prior to use will reduce or eliminate this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #l9212n. (B)(4).

Event description:
It was reported that during an open liver resection procedure, suddenly after using the device a few times, the device didn't open anymore. The jaws stayed closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. There was a delay of five minutes.